Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered vaginal bleeding, urinary frequency, urinary urgency, urinary leakage, pain, vaginal scarring, dysuria and nocturia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.